Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination of the device identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Review of device memory noted episodes with noise consistent with seal plug damage. The setscrew was loosened and when this was completed, damage to the inner part of the seal plug was visualized. This damage could have contributed to the observed noise and oversensing.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while sleeping. The patient was hospitalized and device therapy was programmed off. Interrogation showed noise even while the patient was at rest. Troubleshooting was performed and noise was created in the secondary and alternate vectors, but not in the primary vector. No noise was produced with manipulation of the electrode. It was noted the episodes showing noise had just started in the past few days, and the noise was present in the untreated and atrial fibrillation (af) episodes as well as in the treated episodes. An x-ray showed the electrode terminal pin appeared to be fully inserted into the device header. The chest x-ray showed good placement of the electrode, well away from the patient¿s sternal wires. A kink was observed on the electrode in the area near the device, but it could not be determined if this was a fracture or an insulation issue. An invasive evaluation was planned for friday. If no obvious issue, like a loose setscrew, could be found, the device and electrode would likely be replaced. During the revision, the electrode was found to be secured properly with the setscrew. Visual inspection of the electrode found no anomalies. Therefore, the system was explanted and replaced. No additional adverse patient effects were reported.